Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage. Stent strut row 5 from the distal end of the stent was lifted and pulled distally. Struts on rows 10, 11, 12 from the distal end were damaged and deformed. Struts on rows 22-26 from the distal end were stretched. The first proximal strut was positioned over the proximal markerband. The manufacturing crimp data for this device was reviewed and no anomalies were highlighted. The maximum crimped stent profile was found and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed a midshaft kink approximately 3.5 cm distal of the hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous proximal right coronary artery atrioventricular branch. The lesion was engaged with an al 0.75 guide catheter. With a support of a non-bsc guide extension catheter, a 4.00 x 38 mm synergy¿ drug-eluting stent was advanced but device was caught with the guide catheter. The device was removed, however, it was noticed that the mid portion of the stent got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous proximal right coronary artery atrioventricular branch. The lesion was engaged with an al 0.75 guide catheter. With a support of a non-bsc guide extension catheter, a 4.00x38mm synergy¿ drug-eluting stent was advanced but device was caught with the guide catheter. The device was removed, however, it was noticed that the mid portion of the stent got lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.